Event description:
Case description: investigation results, novofine® 32g x 4mm, no investigation was possible, because neither sample nor batch number was available. No investigations - no corrective actions. Name: victoza® 2 x 3 ml - 6 mg/ml, batch number: js68w88. Visual and functional examinations were performed. The complaint has been registered in the novo nordisk complaint handling system and a medical evaluation has been performed. The returned device has been examined, and after a gap was equalised, found to function normally. When using a new needle there was no problem in using the device. The pen had a gap between the rubber plunger and the piston rod. As a consequence, the washer was separated from the piston rod. The observed problem was due to incorrect handling of the pen. Furthermore, the dose accuracy was measured by weighing. The results were found to comply with specifications. However it was not possible to investigate the returned sample comprehensively, due to insufficient amount left in the cartridge therefore a reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Manufacturer comment: on 13-mar-2020: upon investigation of the returned sample (victoza), air gap was found between the rubber plunger and the piston rod. The device was found to function normally after equalising the air gap and new needle is used. The air gap is due to storage of the needle attached to pen between injection not checking the insulin flow before the injection as described in the IFU. This could contribute to the patient experiencing a hyperglycemic related event. The observed problem is due to incorrect handling of the pen. On 20-jan-2020: as the device (novofine 32g 4mm) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of victoza. H3 continued: evaluation summary: name: novofine® 32g x 4mm, batch number: unknown, no investigation was possible, because neither sample nor batch number was available.

Event description:
Hyperglycemia was so high, achieving 700mg/dl [hyperglycaemia]. The piston rod washer was loose [device issue]. Pen was stored with needle attached [product storage error]. Parched [dehydration]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia was so high, achieving 700mg/dl (hyperglycemia)" with an unspecified onset date, "the piston rod washer was loose (device component issue)" with an unspecified onset date, "pen was stored with needle attached (device stored with needle attached)" with an unspecified onset date, "parched (dehydration)" with an unspecified onset date, and concerned an adult female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "device therapy", , victoza (liraglutide) from unknown start date and ongoing for "diabetes type 2". Patient's height: 160 cm; patient's weight: (B)(6); patient's bmi: 23.828125. Current condition: hypertension (since 14 years), type 2 diabetes mellitus (since 12 years), difficulty seeing (since 12 years). Concomitant products included - glifage(metformin), glibenclamid(glibenclamide), indapamide, amlodipine it was reported that the piston rod washer was loose and as a result patient experienced hyperglycaemia, achieving 700mg/dl. But the physician informed that it was normal, because it was an adaptation of the body. It was reported that novofine 4mm was not reused and the pen was stored with needle attached. It was also reported that she was parched, and the physician asked her to drink more water. Batch numbers: novofine 32g 4mm: unknown; victoza: js68w88; action taken to victoza was not reported. The outcome for the event "hyperglycemia was so high, achieving 700mg/dl (hyperglycemia)" was recovered. The outcome for the event "the piston rod washer was loose (device component issue)" was not reported. The outcome for the event "pen was stored with needle attached(device stored with needle attached)" was not reported. The outcome for the event "parched(dehydration)" was not recovered.

Event description:
Case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycemia was so high, achieving 700m g/dl (hyperglycemia)" with an unspecified onset date, "the piston rod washer was loose (device component issue)" with an unspecified onset date, "pen was stored with needle attached (device stored with needle attached)" with an unspecified onset date, "parched (dehydration)" with an unspecified onset date, and concerned a adult female patient who was treated with novofine 32g 4mm (needle) from unknown start date for "type 2 diabetes mellitus", victoza (liraglutide) from 2019 and ongoing for "type 2 diabetes mellitus". Concomitant products included - glifage(metformin), glibenclamid(glibenclamide), indapamide tablet, amlodipine. Investigation results: name: novofine 32g x 4mm. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: victoza 2 x 3 ml - 6 mg/ml. Batch number: js68w88. Visual and functional examinations were performed. The returned device had been examined, and after a gap was equalised, found to function normally. When using a new needle there was no problem in using the device. A visual examination of the received sample had been performed. Nothing abnormal was detected. The pen had a gap between the rubber plunger and the piston rod. As a consequence, the washer was separated from the piston rod. The observed problem was due to incorrect handling of the pen. The dose accuracy was measured by weighing. The results were found to comply with specifications. During examination of the product no irregularities were detected. The product was found to be normal. Since last submission the case has been updated with the following: investigation result updated. Victoza therapy dates updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 11-feb-2020: upon investigation of the returned sample (victoza), air gap was found between the rubber plunger and the piston rod. The device was found to function normally after equalising the air gap and new needle is used. The air gap is due to storage of the needle attached to pen between injection not checking the insulin flow before the injection as described in the IFU. This could contribute to the patient experiencing a hyperglycemic related event. The observed problem is due to incorrect handling of the pen. 11-feb-2020: as the device (novofine 32g 4mm) has not been returned to novo nordisk as for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4). However storing the victoza pen with needle attached between injections is a significant confounding factor for device malfunction and subsequent hyperglycemia. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of victoza. H3 continued: evaluation summary: name: novofine 32g x 4mm. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.